Event description:
Reference number (B)(4). Event occurred in india. It was reported that patient faced infusion set packaging was crushed event on (B)(6) 2025. Patient reported that packaging was not sealed properly, misshaped, or having compromised sterility. No further information available.